Event description:
PICC tls wire broke. They advanced the wire, but the tip did not register on the sherlock device. Removed wire to recalibrate. Noticed the tip was missing. Found tip 1/2 way up from the hub and where the wire was cut. The tip did not migrate.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. There was a complete break in the tls stylet between two adjoining magnets. The break was located 0.26 inches from the distal tip of the tls stylet. No defects related to the manufacturing process were noted on the complaint sample. The product IFU warns, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, style damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury." A chr was not completed since the lot information was not provided by the complainant.